Manufacturer narrative:
This supplemental report is being submitted to provide correction to b1. B1 should be marked as product problem in addition to adverse event.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during endoscopy, when inserting the mucosectomy kit, the cap split in two. The detached part got stuck in the esophageal mouth, and the piece was recovered with difficulty using rat's tooth forceps. The procedure was completed using another endoscope without reports of further patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d4, d8, h3, h6, h11. The device was returned to olympus and the reported failure was confirmed. The device inspection found distal attachment split in two parts. One part was significantly discolored. A root cause could not be identified. Based on the investigation findings, the likely cause of the malfunction was forceful insertion of the instrument despite resistance. It is recommended to reduce endoscope angulation until the instrument advances smoothly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.